Event description:
On (B)(6), 2014, the lay-user/reporter contacted lifescan (lfs) (B)(4) on behalf of the lay-user/patient, alleging that onetouch ultra meter is giving inaccurate high readings of ¿262 and 222 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. The patient manages her diabetes with unspecified insulin. She used a sliding scale insulin regimen based on her blood glucose readings. Reportedly, her lfs blood glucose readings have been elevated since (B)(6) 2014. The patient felt that she has been taking insulin based on inaccurate high readings. Due to the alleged issue, the patient wakes up in the morning with symptom described as ¿shaky¿ for one week. During troubleshooting, the patient confirmed the alleged readings of ¿262 and 222 mg/dl¿ were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The unit of measurement was correctly set. This complaint is being reported because the patient had symptom suggestive of hypoglycemia after she took insulin based on the lfs elevated meter readings.